Manufacturer narrative:
The customer reported that the cns rebooted with no explanation as to why. It was rebooting for about 4 minutes. When the customer checked the logs, it showed some mcafee activity but the antivirus should not have the capability to shut down the cns without any approval from the user. Ts told him to do a proper, controlled reboot and check his ups to make sure the batteries are good and there are no error codes. No further issues reported.

Event description:
The customer reported that the central nurse's station (cns) rebooted with no explanation as to why.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, bme (B)(6) at (B)(6) center reported the cns-6201a (pu-621ra sn: ?) Rebooted with no explanation as to why. It was rebooting for about 4 minutes. When andrew checked the logs, it showed some mcafee activity. However, the antivirus should not have the capability to shut down the cns without any approval from the user. Service requested troubleshooting/assistance. Service performed: customer was advised to perform a proper, controlled reboot and check the ups to make sure the batteries were good and there were no error codes. Customer was not in front of the unit so he had no details about the unit and was unable to troubleshooting. Multiple attempts were made to request the serial number of the cns, with no success. Investigation result: due to lack of customer response, serial number for the cns involved is not available. Nka and nkc device history cannot be reviewed. Age and condition of the cns is not known. Conditions of use, including whether the facility was experiencing power issues and if the unit was connected to a ups cannot be confirmed. Customer indicated there was antivirus activity. It is unknown if this contributed to the self reboot. There is limited information as the customer was not with the unit at the time of reported issue. Further troubleshooting and investigation could not be performed as customer did not respond to follow up requests. Review of the above reported issues at other facilities show trend of improper cns maintenance. This is likely to contribute to cns failure. The cns-6201a service manual revision g recommends that regular maintenance inspections be performed every 6 months. A maintenance check sheet is provided, which includes checking the operation of the unit and status of hardware information. In particular, fan operation should be checked through procedures outlined on section 5.3 of the service manual, and internal sensor, fan, and hard drive condition should be checked through procedures outlined on section 5.12 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. Cns-6201a operator's manual also advises the customer to restart the central monitor once every three months. Otherwise, operation becomes unstable and monitoring may stop. While restarting, patients monitored by the central monitor must be monitored by alternate instruments such as bedside monitors. As the device was not returned, nka evaluation could not be performed. Additionally, investigation is limited as further information regarding the incident, including cns log collection for the event, was not available. Based on the given information, the root cause could not be determined. There is a possibility that the cns spontaneously restarted due to lack of required maintenance. Customer's maintenance information on this device is not available. Review of tickets opened at this facility found no other reported issues with a cns rebooting. There does not appear to be an adverse trend for this issue at the facility and this issue is not suspected to be caused by deficient design. Corrected information: g4. Date received by manufacturer: should be 02/20/2018 not 03/22/2018 as listed on MDR initial report. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information . H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) rebooted with no explanation as to why.